Manufacturer narrative:
The customer stated the qcs were within range. The field service engineer (fse) found a damaged solenoid valve and replaced it. The module was verified with calibration and qc checks. The investigation is ongoing.

Event description:
There was a complaint of a questionable gluc3 glucose hk gen.3 result for 1 patient tested with a cobas 8000 c701 module. The questionable result was not reported outside the laboratory. The patient¿s initial result was 24 mg/dl; the repeat was 86 mg/dl. The customer believes the repeated result to be correct. The lot number and expiration date of the gluc3 glucose hk gen.3 used were requested, but not provided.

Manufacturer narrative:
The qc met the acceptance criteria on the day of the event. The calibration and the alarm trace data were requested by the investigation, but not provided. The service actions resolved the issue. No further issues were reported.